Event description:
It was reported that the patient lost 40 pounds and the pump was ¿hanging down¿. The pump reportedly needed to be explanted. The patient was in the process of finding a close healthcare provider (hcp).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).